Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant bleeding was noted from the pocket. The bleeding was stopped and the procedure was completed. After ten days bleeding occurred again and a hematoma was noted thus anticoagulation drug therapy was stopped. After another ten days the patient complained of pain and the hematoma enlarged thus the pocket was opened and the bleeding was stopped with coil embolization and drainage placement. The wound was then closed and the procedure completed. No additional adverse patient effects were reported.